Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient's mother reported a session that continued on the transmitter after stopping it on the sensor. No additional patient or event information is available. No product or data were provided for evaluation. The complaint confirmation could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation. The reported event of a session that continued on the transmitter after stopping it on the sensor was confirmed. The root cause was determined to be potential patient misuse.